Event description:
Rep was notified by hcp that the patients leads had migrated after an x-ray was taken. The patient was complaining that the stimulator did not seem to be helping anymore.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# va280e3006 implanted:(B)(6) 2020 explanted: product type lead product ID 977a260 lot# serial# va280e3005 implanted:(B)(6) 2020 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va280e3006, ubd: 10-jul-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: va280e3005, ubd: 10-jul-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative clarified that reprogramming was done with the top of the lead to get the patient some relief going forward. It was explained that the patient had made the appointment due to increasing pain over time and an x-ray was taken which found the lead migration. The patient was going to contact the healthcare provider office for potential next steps.